Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was flushed properly on table, then introduced across left atrium, but would not allow flushing and aspirating. The physician tried multiple times, but it did not work. Small air bubbles were also seen in the sheath at this time. The troubleshooting steps included insuring the stopcock and the tubing from the faradrive sheath was intact and still viable. It was also insured that the flush line was clear and had pressure to the bag. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, there were no devices in the sheath at the initial attempt to flush and then one farawave was introduced the physician was able to flush. Some small air bubbles were seen in the sheath and were aspirated when the farawave was introduced. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified both vales was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve near the center slit separate from the previously noted deformation.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was flushed properly on table, then introduced across left atrium, but would not allow flushing and aspirating. The physician tried multiple times, but it did not work. Small air bubbles were also seen in the sheath at this time. The troubleshooting steps included insuring the stopcock and the tubing from the faradrive sheath was intact and still viable. It was also insured that the flush line was clear and had pressure to the bag. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The sheath has been received for analysis.